Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #¿s noted for the following parts replaced that have an already existing CAPA. CAPA #: (B)(4) for lvp air in line. A review of the device history record for sn (B)(4) was performed from date of manufacture 08/11/2017 to the present date 11/24/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device has a broken piece inside and a broken door. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Corrected d2, g5.

Event description:
It was reported that the device has a broken piece inside and a broken door. No additional information was provided. There was no patient involvement.